Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gause sponge. The consumer states the product is falling apart. The customer further reports that the product was used for prep and dressing during a surgical procedure (breast augmentation). The product did fall in the patient and was removed with forceps. There was no medical intervention or patient injury.

Manufacturer narrative:
A device history record review could not be performed because a lot number could not be provided by the customer. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause may be due to a dull slitting blade that is used to cut the width of the gauze fabric to size was dull. After the gauze is slit to convert to the folding process size, some of the lint fibers from the slitting process remain on the gauze. Once the gauze is put on the machine, the excess lint fibers falls off during the gauze unwind process. Some of the excess lint fibers may remain on the gauze during the folding converting process. This issue will be reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to the current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.